Manufacturer narrative:
The suspect medical device was not returned to olympus for investigation/evaluation. Therefore, the evaluation/investigation was performed exclusively on the basis of the available information. The information provided was evaluated as plausible. The reported error message e111 was most likely caused by contaminations on the scope connector. Once these were removed, the procedure was resumed and completed with the same set of equipment. In addition, one of the contacts inside the otv-s190 controller was found to be deformed. However, since the user facility has been using the device without problems after the contaminations on the scope connector were removed, the deformed contact is not considered to be related to the reported error message. Since the user facility did not provide the serial number of the relevant video telescope, a manufacturing and quality control review was performed for all possible serial numbers of the of the video telescope delivered to the user facility without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic thoracoscopic pneumonectomy procedure, the video telescope issued error message e111. It was then found that the scope connector was dirty. After cleaning the connector, the surgery was continued and completed with the same set of equipment. However, as a result of the failure, the surgery/anesthesia time was extended by approx. 30 minutes.